Event description:
Knee was probably septic [septic joint], pain [aching (r) knee], swelling [swelling of r knee]. Case narrative: this case is linked to case (B)(4) (cluster); (B)(4) (multiple devices for same patient). Initial information received on 19-nov-2019 regarding an unsolicited valid serious case received from a pharmacist from united states. This case involves a 68 years old male patient who after 4 days experienced, pain and swelling, after unknown latency knee was probably septic, while he was using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, at a dose of 6 ml once (lot - 8rsl070 with expiration date: nov-2021) for bilateral knee oa (osteoarthritis) in right knee. On (B)(6) 2019, after 4 days, the patient had developed pain and swelling in right knee and it was worse than the left. On an unknown date, after unknown latency, the right knee underwent irrigation and debridement by physician with the feeling that knee was probably septic, however, no organism was seen on gram stain and all cultures were negative for growth. The event knee was probably septic assessed as serious as it is medically significant and intervention required. On (B)(6) 2019, the patient had a follow-up appointment with physician. The pharmacist stated that this same lot of injection had probably been used by his facility in tens of other patients without problems. Final diagnosis was swelling, pain and knee was probably septic. Action taken: not applicable for all events. Corrective treatment: irrigation and debridement for knee was probably septic; not reported for rest both events. Outcome: unknown for all events. A product technical complaint was initiated on 02-dec-2019 for synvisc-one. Batch number: 8rsl070 global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl070 expiration date (2021-11) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl070 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 02-dec-19 there are 6 complaints on file for lot# 8rsl070 and all related sublots. 6 complaints were on file for lot# 8rsl070: (1) syringe broken prior, (1) foreign matter, and (4) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Final investigation complete date: 02-dec-2019. Additional information received on 02-dec-2019 from other healthcare professional. Investigation summary received and ptc results added. Text amended accordingly.

Event description:
Knee was probably septic [septic joint]. Pain [aching (r) knee]. Swelling [swelling of r knee]. Case narrative: this case is linked to case (B)(4) (cluster); (B)(4) (multiple devices for same patient). Initial information received on (B)(6) 2019 regarding an unsolicited valid serious case received from a pharmacist from united states. This case involves a (B)(6) male patient who after 4 days experienced, pain and swelling, after unknown latency knee was probably septic, while he was using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, at a dose of 6 ml once (lot - 8rsl070) for bilateral knee oa (osteoarthritis) in right knee. On (B)(6) 2019, after 4 days, the patient had developed pain and swelling in right knee and it was worse than the left. On an unknown date, after unknown latency, the right knee underwent irrigation and debridement by physician with the feeling that knee was probably septic, however, no organism was seen on gram stain and all cultures were negative for growth. The event knee was probably septic assessed as serious as it is medically significant and intervention required. On (B)(6) 2019, the patient had a follow-up appointment with physician. The pharmacist stated that this same lot of injection had probably been used by his facility in tens of other patients without problems. Final diagnosis was swelling, pain and knee was probably septic. Action taken: not applicable for all events corrective treatment: irrigation and debridement for knee was probably septic; not reported for rest both events outcome: unknown for all events a product technical complaint (ptc) was initiated and results were pending for the same.